Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04615. It was reported that the patient presented in the clinic with pocket erosion. During pocket revision presence of puss was observed in the pocket, the implantable cardioverter defibrillator (ICD), and the leads were explanted. The patient was in stable condition during and after the procedure.